Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited noise on the right ventricular (rv) channel. Boston scientific representative wanted to see if the noise could be reproduced. The patient was seen in clinic, and they were able to reproduce the noise with arm movement. Upon review, it was noted on the electrogram (egm) that there was pacing inhibition for about 2-2.5sec. There were discussions about lead issue and adjusting changing the sensitivity. Bsc representative was further going to discuss with the physician. This device remains in service. No adverse patient effects were reported.